Manufacturer narrative:
The device have been sterilized and released according to all applicable procedures. Alizea dr 1600 (sn:(B)(6) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 19-june-2025 use before date: 19-december-2027 sterilization lot: s0747 - 3839. Vega r45 (sn: (B)(6) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 5-february-2025 use before date: 5-february-2028 sterilization lot: 3812-s0724. Vega r58 (sn: (B)(6) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 16-april-2025 use before date: 16-april-2028 sterilization lot: 3826-s0735. It should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature.

Event description:
Reportedly, a new pacing system was implanted on (B)(6) 2025. The patient was discharged on (B)(6) 2025 but visited the hospital on (B)(6) 2026 with fever and swelling at the implantation wound. The swelling at the implantation wound subsided, but recurred on (B)(6) 2026, so emergency intervention was performed on (B)(6) 2026, and all pacing systems were explanted.